Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0834, delta cer fem hd 032/0mm 12/14, 2017091003; 010000665, g7 pps ltd acet shell 56f, 6143040. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient was non-compliant and experienced multiple dislocation events. A revision procedure has been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised due to multiple dislocation events. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of third party x-ray report. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a left total hip revision surgery approximately 15 days post primary surgery, due to twice of dislocations. During the revision, the liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.